Event description:
A patient was implanted with a pacing system on (B)(6) 2025. During a follow-up the atrial sensing is still correct but the pacing is inadequate. The atrial capture threshold has increased during the weeks post implantation and it is now of 5v. The atrial lead was explanted and replaced by a new one from another manufacturer.

Event description:
A patient was implanted with a pacing system on (B)(6) 2025. During the follow-up dated on (B)(6), the atrial sensing was still correct, but atrial capture failure was identified. The atrial capture threshold increased during the weeks post implantation to 4v and on (B)(6) it was measured at 5v. The atrial lead was explanted on (B)(6) 2025 and replaced by a new one from another manufacturer.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Review of the available patient files showed that, an increase of the atrial capture threshold within the first week after implantation, rising from 0.5 v at implantation to 2 v five days later (on (B)(6). It then remained around 2 v until early june, when it increased to 3.5 v. On (B)(6), the atrial capture threshold was measured at 5 v. Recorded episodes showed since on (B)(6) 2025, atrial capture failure. Upon reception of the lead, the fixation mechanism did not operate as expected. After been cleaned, it worked according to specification. All electrical tests confirmed adequate function of the lead, with proper electrical continuity and adequate insulation between all electrical lines. No lead malfunction was identified as a contributing factor to the reported event. The event is most likely explained by a (micro)-dislodgement of the lead. Lead dislodgement is a well-documented potential complication associated with such implantable devices. This risk is clearly discussed in the device¿s instructions for use and is reported in the scientific literature. This case is retained and utilized for trending purposes.